Manufacturer narrative:
There was no patient involved with this concern. No parts have been received by the manufacturer.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A medtronic representative went to the site to test the equipment. The hardware passed the system checkout.

Event description:
A medtronic representative reported that the ear, nose & throat (ent) software was unresponsive on the splash screen. This occurred when trying to launch the ent software initially. The software remained on the splash screen for approximately 5-6 minutes. The rep was able to successfully launch the ent application after re-booting the system. There was no patient involved with this concern.